Event description:
Customer's family member reported that pt was attempting to give 2u but the pump gave them 25u. After delivery, pt went extremely low and the paramedics had to be called. Pt was treated on site.